Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred the customer jumped in a pool with the pump. Customer's blood glucose level was 111 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.